Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer was advised to remove battery for 10 minutes and clean the battery cap contact. Customer was advised that battery out limit alarm will occur after the pump rest. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did return. The customer was assisted in performing a self-test and passed. Customer was advised to monitor pump we will ship a replacement battery cap.